Event description:
Customer reported erroneous pt ID result on the instrument. Customer indicated that 2 pt samples were run on the instrument. Customer indicated that they ran first pt sample without any pt demographics and then scanned a second pt sample. Customer indicated that instrument erroneously displayed first pt sample with second pt demographics. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to "pt list" button being selected on the instrument. Siemens has issued an urgent field safety notice to inform customers of this issue. Customer indicated that they have a copy of urgent field safety notice. The instrument is performing as intended.